Event description:
On an unknown date, the patient was treated for a dissection of the thoracic aorta. An unknown conformable gore® tag® thoracic endoprosthesis was implanted to treat the dissection. The patient tolerated the procedure. On (B)(6) 2021, the patient was treated for a dissection distal to the previously implanted device. A conformable gore® tag® thoracic endoprosthesis was implanted. The patient tolerated the procedure.